Event description:
20 gauge catheter inserted and while removing guide wire, the wire found to be stretching. No resistance felt during removal. Upon examination wire at center portion thinned and stretched. Both ends of guide wire without indication of stretching.